Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: metallosis; inflammation, foreign body giant cell reaction; elevated cobalt and chromium levels and decreased mobility (right).